Manufacturer narrative:
P-cap locked in place properly during testing. Device passed displacement test properly. No missing, cracked or broken retainer noted during visual inspection. Device also received with cracked case(battery tube) and cracked battery tuber threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a damage retainer ring and reservoir was not able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.